Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive data review. The root cause of the issue was due to the brake gap being out of specification as a result of the platform age. The brake gap was readjusted to remedy the fault. The platform failed the initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed when the platform was powered on. The archive data revealed a system error 139 (unable to hold compression position) message on the reported event date. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, encoder drive shaft does not rotate smoothly, exhibits binding and resistance and the pdb (power distribution board) needs to be replaced with the current revision. In addition, head restraint wires and front and bottom covers were observed damaged. The sticky clutch plate was deburred, pdb (power distribution board) and platform covers were replaced. Following the service and repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform is a reusable device and was manufactured in 2007. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The device has exceeded its expected service life of 5 years. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
After powering on the autopulse platform (s/n: (B)(4)) for patient use, it was reported that the platform displayed a system error, out of service, revert to manual CPR error message. The use of the platform was discontinued. No other information was provided. No patient consequences were reported.